Event description:
At a routine appointment affected channels were found. The user's hearing performance with the device is affected. A decision for explantation is on hold due to coronavirus.

Manufacturer narrative:
Additional information: according to the currently available information, damage to the active electrode, as it might be caused by an external mechanical impact appears likely. In addition during a follow-up appointment the recipient experienced pain above the implant site, however no further information regarding the issue has been received. No swelling or inflammation above the implant was present. To confirm an exact root cause of failure a device investigation of the explanted device is necessary. Re-implantation is considered but no date has been scheduled yet.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
At a routine appointment affected channels were found. The user's hearing performance with the device is affected.